Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had issues with "accepting prompts" and timed off sooner than expected. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.